Event description:
It was reported that the customer was hospitalized due to staph infection and diabetes ketoacidosis. The blood glucose reading was 348mg/dl the customer's most recent glucose reading was 208 mg/dl, and he has treated with the insulin pump. Troubleshooting was not performed as his admission was caused by illness. Which elevated his glucose level. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.